Event description:
It was reported that during an unk procedure, there were jammed staples. Took a new instrument to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4): broken cam and jaw. Eval summary: the analysis results for the el5ml instrument found that it was returned with the jaw ramp and cam broken off. The instrument was cycled and ejected the clips due to the jaws and cam condition. However, no jamming issues were noted during analysis. No conclusion could be reached as to what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.